Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01022. It was reported the patient experienced a headache after having two trial leads placed. The leads were removed, however the headache persisted. A blood patch was performed on (B)(6) 2017 and the headache has since resolved.